Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during a dwell cycle of their automated peritoneal dialysis therapy. Per initial report, the home patient noted that a study line of the homechoice cassette became disconnected from the supply bag for an unknown reason. Baxter's technical service center assited the home patient is ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.